Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report number: 3013886523-2022-00134, 3014334038-2022-00068. A facility reported a cerelink microsensor was placed in the left side of the brain in a (B)(6)-month-old patient with traumatic brain injury. The reading went to -10, then the cerelink monitor alarmed "sensor failure", then went to "sensor /cable failure". The cables and monitor were replaced; however, it was still reading a negative icp. Then the sensor was replaced and placed in the right side of the brain with a new cerelink monitor and the sensor was working as intended.

Manufacturer narrative:
Additional information received indicates the following: implant location: parenchymal. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.): after a. Was a movement assistance device used? If yes, please specify. : unknown. B. Amount of time between patient movement and failure event. : was working in or, but read negative and had error message in ICU. C. Was the microsensor disconnected from the cerelink monitor during each phase of transport? : unknown. D. Did the patient receive an MRI or CT scan before the failure occurred? : no. What was the mean icp before the ¿event¿? Icp value: unknown. What was the icp waveform quality before the ¿event¿? Unknown. What is the current mean icp?: n/a ¿ placed second sensor opposite side of brain and stopped monitoring sensor in question. What is the icp waveform quality after the ¿event¿?: unknown. When the failure occurred, was the cerelink monitor plugged into the wall? Unknown. When the failure occurred, was the cerelink monitor connected to a patient monitor? Unknown. A. Does the icp value on cerelink match the icp value on the patient monitor? Unknown. When the failure occurred, where was the cerelink monitor positioned? Unknown. List all devices being used close to the cerelink monitor: unknown. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify unknown. Were bipolar or monopolar forceps used while the sensor was plugged in? Unknown. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care unknown. Describe the quality of the insertion: unknown.

Event description:
N/a.

Manufacturer narrative:
The cerelink cable was returned for evaluation. Device history record (DHR) - lot 4817361, conformed to the specifications when released to stock. Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment and no defect was noted. The cable was electrically tested and no abnormal discontinuity and no abnormal short circuit was measured. The cable meets the specifications. No root cause could be determined as the technician could not confirm any problem with the cable at the time of investigation. The possible root cause for the problem reported by the customer could be due to an inappropriate technique for assembly and use of the device.

Event description:
N/a.